Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valves dislodged/popped. As a result, the balloon would not remain inflated. Replacement kits were used to complete the procedures. The hosp did not report any pt complications. These incidents occurred over the last three weeks and the exact date of events were not known. Since it is unk the date of the event(s), the quantity used in each event, all five will be tracked under one case. This report is for the fifth device.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).